Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 5 rounds of anti-tachycardia pacing (atp) for what appeared to be noise on the shock channel. Technical services (ts) was contacted and reviewed possible reprogramming options. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.